Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for three different patient samples tested on a cobas 6000 c (501) module. The erroneous initial results were reported outside of the laboratory. The samples were repeated and corrected reports were issued. The following assays were involved: creatinine, ureal urea/bun, gluc3 glucose hk gen.3, and ise indirect k for gen.2. Roche manufactures two creatinine assays, crep2 creatinine plus ver.2 and crej2 creatinine jaffé gen.2. It was asked, but it is not known which creatinine assay was used. All samples were initially processed on a modular pre-analytics system (mpa) before initial testing on the c 501 analyzer. The primary tubes were loaded directly on the c 501 analyzer for repeat testing. The first sample initially resulted with a creatinine value of 351 umol/l, which repeated as 57 umol/l. This sample initially resulted with a ureal value of 20.3 mmol/l, which repeated as 3.3 mmol/l. The testing date of this sample is not known. The second sample initially resulted with a k value of 4.50 mmol/l, which repeated as 3.83 mmol/l. This sample initially resulted with a ureal value of 6.5 mmol/l, which repeated as 19.0 mmol/l. This sample initially resulted with a creatinine value of 81 umol/l, which repeated as 188 umol/l. This sample initially resulted with a gluc3 value of 3.73 mmol/l, which repeated as 8.86 mmol/l. The third sample initially resulted with a creatinine value of 55 umol/l, which repeated as 146 umol/l. No adverse events were alleged to have occurred with the patients. The patients were not inappropriately treated and were not harmed based on the erroneous results. The creatinine, ureal, and gluc3 reagent lot numbers and expiration dates were asked for, but not provided. The k electrode lot number and expiration date were asked for, but not provided. The field service engineer determined that the wash water levels were lower than specifications. He performed preventive maintenance and decontaminated the analyzer. The rinse tubing and rinse levels were checked and adjusted. The sample probe was replaced and adjusted. It was determined during the investigation that there was no evidence of an issue with the mpa system.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. No further issues were reported after the service visit.